Event description:
The hospital reported that half way through the endoscopic vein harvesting procedure, the hemopro device started smoking and would not stop burning. A second device was used and the hemopro device also smoked. A replacement device was used to complete the procedure. Hospital returned the devices, cable and power supply for testing. No patient complications were reported by the hospital. This report is for the first device.

Manufacturer narrative:
The returned hemopro devices were tested with the returned dc extension cable and power supply and the hemopro devices continued to smoke and would not turn off. The hemopro device was tested using a reference dc extension cord with the returned power supply and device passed the simulated cauterizing pre-test with no electrical non-conformities found. Further investigation discovered that a component failure on the dc extension cable might have caused the hemopro system failure. Lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode. Manufacturing personnel will be notified.